Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys ae selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad that would input information twice. It was also reported that there was no patient involvement.